Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involved a plum oncology set that the customer reported to leak during chemotherapy. The event occurred on an unknown date. There was no more information provided.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot history could not be reviewed as no lot number was provided. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.